Event description:
It was reported that noise resulting in pacing inhibition had been observed on the right ventricular lead. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
(B)(4).